Manufacturer narrative:
(B)(4). This lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the helix would not completely extend resulting in dislodgement and impedance measurements greater than 4,000 ohms. As a result, a new lead was successfully implanted. No adverse patient effects were reported.